Manufacturer narrative:
H6 : removed patient code 4624 (surgical intervention, surgical removal of device) and added code unexpected medical intervention, snaring of device). It was reported that an echocardiogram performed next day of amulet device implant showed that the device had embolized and completely dislodge from the implant site. Also reported that the implanter believed the cause of embolization was due to an unfavorable left atrial appendage shape. Information from filed indicated that the device sizing was determined by echo and there was no difficulty with implanting the device and no leak was detected. Based on cine review performed at abbott, the depth of the implant does not conform with IFU recommendations and neither does the final disc position. Based on the fluoroscopic pictures the device was implanted much deeper then recommended by the IFU. There seemed to be no separation between the disk and the lobe on the pvr in both the tee and fluoroscopic imaging provided. Based on available information and cine review, the reported embolization is possibly related to the deep implantation of device resulting in lack of appropriate traction from the disc to keep the stabilization wires engaged. This could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the embolized device was removed via transcatheter. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_964 - catalyst ide study (B)(4). It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was implanted in a patient. The landing zone measurements was 170 degree- 27 mm, the widest point. On (B)(6) 2024, a control echocardiogram was performed showed that the amulet was embolized and completely dislodge from the implant site. The control transthoracic echocardiogram revealed a displaced occluder located in the lvot (vmax 2.1 m/s, max/mean gradient 18/8 mmhg). The embolized device was removed via transcatheter. No fluid was seen in the pericardia! Sac.the implanter believe the cause of embolization was due to an unfavorable left atrial appendage shape. It was noted that the device was explanted on an unknown date. The patient is stable.